Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include kink, leaks blockage or component failure, IFU offers further guidance. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
D4: catalog number and lot number.

Event description:
It was reported that during the dressing changed done by home nursing foundation for the home patient, , the pump displayed a blockage/full alarm. The issue was completed with changing of new complete set of renasys foam soft-port dressing kit, which is a backup consumable from smith and nephew. No patient harm / injury reported. The treatment was delayed for around 2 hours, and the faulty product is contaminated and unable to be returned for investigation. A new set of the renasys foam soft-port dressing kit is sent to patient as replacement unit.